Manufacturer narrative:
Event summary: patient data files showed at least seven applications were performed with catheter 2af284/ 93855 and eight applications with catheter 239f5/40296 without any issue on the date of the event. In conclusion, a clinical issue (phrenic nerve palsy) occurred during the case. There is no indication of relation of adverse event to the performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a weakening in the twitching response of the diaphragm was observed, indicating phrenic nerve palsy (pnp). A double stop was performed and though movement of the diaphragm was observed through fluoroscopy, the pnp never recovered to its original state. The balloon catheter was replaced with an electrophysiology (ep) catheter to complete the procedure. Additionally, there were issues with the dilator not locking into the sheath properly. The sheath was replaced with resolve. The case was completed with cryo. No further patient complications have been reported as a result of this event.